Event description:
The customer reported a leak of blood and diluent on the right side of their lh750 instrument after running startup. The volume of the leak was less than 1 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the actuator at vl111 was faulty and not opening fully to allow the probe wash cup to drain properly. The fse replaced the actuator at vl111 to resolve the leak. The fse also found the spring was not working on the bsv knob so he replaced the bsv knob. This repair was incidental and unrelated to the leak. Upon recur the failure mode identified is likely to cause erroneous results for all parameters as a result of carryover due to incomplete rinsing of the probe wipe. (B)(4).